Event description:
The device (part # mcen62a1) was returned to mxi service and repair.

Manufacturer narrative:
The device (part # mcen62a1) was evaluated and indicated that fixed jaw was broken at the pin connection. Too much stress and lack of material around the pin. (B)(4). Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).